Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine displayed the acid pump always eos message. The customer had swapped the acid and bic pump connectors on the distribution board and the message did not change. There was a slight burn smell, the customer did not notice any burn marks on the board. Upon follow up, the customer said that the actuator board was "fried". It had visible signs of heat damage. There was smoke, charring, and cracks on the board. There were no visible flames. No patients were involved. Photos are available and have been requested.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine displayed the acid pump always eos message. The customer had swapped the acid and bic pump connectors on the distribution board and the message did not change. There was a slight burn smell, the customer did not notice any burn marks on the board. Upon follow up, the customer said that the actuator board was "fried". It had visible signs of heat damage. There was smoke, charring, and cracks on the board. There were no visible flames. No patients were involved. Photos are available and have been requested.